Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue began on (B)(6) 2014 at 7:30 am. The patient manages his diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, 2 hours after the alleged issue occurred, he developed symptoms of "lightheaded and cold sweat". On (B)(6) 2014 at 11:00 am. The patient went into the emergency room (ER) and a health care professional (hcp) treated him with insulin (unknown type and dosage). The patient mentioned that his blood glucose was tested with an ER/hospital meter and obtained a reading of "349 mg/dl". At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2014). The patient¿s meter has been returned on 10/28/2014 and evaluated by lifescan product analysis on 11/4/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at all switches. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.